Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. A visual and tactile examination found a complete sheath separation located approximately 1210mm distal from the distal end of the t-body. The distal section of the device was returned lodged inside a section of the guide catheter. A visual investigation found the stent fully sheathed on the distal section of the device. A deployment test could not be carried out due to the separation of the sheath. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 07oct2025. It was reported that the stent failed to deploy. The 80% stenosed target lesion was located at the beginning of the right internal carotid artery with corresponding ischemic symptoms. A 10.0-31 carotid wallstent was selected for treatment. However, after the stent was sent to the lesion site through the designated sheath, the stent had a large resistance during the deployment, and the stent could not be deployed. The stent was withdrawn, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed a complete sheath separation located approximately 1210mm distal from the distal end of the t-body.